Event description:
It was reported that the atrial lead was undersensing as r wave undersensing was seen on the patient's electrogram. It was also reported that the device was not maintaining a safety margin regarding the r waves on sensing assurance. The atrial lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.